Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion and detachment of device. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited premature battery depletion and detachment of device. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.